Event description:
It was reported to boston scientific corporation that a uromax dilatation balloon catheter was used during a urethral dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon catheter was placed inside the patient's urethra and it would not deflate. The physician could not remove the contrast from the balloon. The procedure was completed with another uromax dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: visual examination of the returned uromax balloon catheter revealed no kinks or damage along the shaft. A circumferential tear in the balloon material was identified approximately 9mm distal to the distal edge of the distal markerband. The tear measured approximately 3mm in circumference. A microscopic examination of the balloon material and the proximal and distal markerbands identified no issues which could potentially have contributed to the tear in the balloon. Functional analysis revealed that after the device was attached to an encore inflator, the balloon was partially inflated with a liquid. However, the liquid leaked out through the site of the circumferential tear. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a uromax dilatation balloon catheter was used during a urethral dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon catheter was placed inside the patient's urethra and it would not deflate. The physician could not remove the contrast from the balloon. The procedure was completed with another uromax dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.